Event description:
It was reported that device issues occurred resulting in additional intervention. Vascular access was obtained via the right femoral artery. A synergy stent was selected for use during a percutaneous coronary intervention (pci). However, only the ends of the stent delivery system balloon inflated, unrelated to patient anatomy or plaque. The physician stopped inflation and attempted to remove the stent which caused further complications. Additional vascular access was obtained via the left side, and snares were used to try to remove parts of the catheter. The pci procedure was completed and the patient was stable. However, parts of the catheter were left inside the patient, and the patient was transferred to another facility to undergo vascular surgery repair of the right femoral artery.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Investigation results: media review: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of cause not established based on the available information as well as unavailability of the device for analysis. This code was selected as the most probable complaint cause based on the information available. It was reported that device issues occurred resulting in additional intervention. Only the ends of the stent delivery system balloon inflated, unrelated to patient anatomy or plaque. The physician stopped inflation and attempted to remove the stent which caused further complications. The device was not returned for analysis. Based on the event description a clear conclusion cannot be established. It is unknown why it was only the ends of the balloon that inflated. The cause for the shaft break was likely caused by the excessive force having been applied to the device when removing the semi expanded stent. The removal difficulty was likely caused by the interaction of the semi expanded stent and other ancillary devices present as well as anatomical factors.

Event description:
It was reported that device issues occurred resulting in additional intervention. Vascular access was obtained via the right femoral artery. A synergy stent was selected for use during a percutaneous coronary intervention (pci). However, only the ends of the stent delivery system balloon inflated, unrelated to patient anatomy or plaque. The physician stopped inflation and attempted to remove the stent which caused further complications. Additional vascular access was obtained via the left side, and snares were used to try to remove parts of the catheter. The pci procedure was completed and the patient was stable. However, parts of the catheter were left inside the patient, and the patient was transferred to another facility to undergo vascular surgery repair of the right femoral artery.